Event description:
It was reported that an infection had occurred. It was further reported that the patient had bacteremia after an episode of cellulitis. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.